Event description:
I used the clear care contact solution from ciba vision. I admittedly did not notice the instruction not to insert lenses for at least 6 hours. After placing lens in eye, I experienced severe burning. I understand that 100s of reports such aes have been reported. When I called the company to report the ae, I was told that new packaging had been improved to more prominently display the warning. However, no effort has been made to recall product with the old packaging. Given the many reported incidence of misuse with the old packaging, I feel this is irresponsible on the part of the company and request that such a recall be mandated.